Event description:
On (B)(6) 2013, the physician reported the following information provided to him by the patient. He stated that, per the patient, the initial vns implant was performed in 2006, but "something went wrong" and the leads became disconnected and were poking through (or against) the skin in the neck. This was apparently fixed and a new generator was implanted on (B)(6) 2006; however, no new leads were implanted. No other information was provided.

Manufacturer narrative:
Age at time of event, corrected data: the patient age is being updated to correspond with the updated event date. Date of event, corrected data: previously submitted MDR indicated that the event date was (B)(6) 2006; however, additional information shows that the date of implant to be (B)(6) 2006. If implanted, give date (mo/day/yr), corrected data: previously submitted MDR indicated that the date of implant was unknown; however, additional information shows that the date of implant to be (B)(6) 2006 device manufacture date (mo/day/yr), corrected data: previously submitted MDR omitted this information. This report is being submitted to correct the aforementioned fields.

Event description:
Review of an in-house implant card showed that the patient¿s initial implant surgery of the lead and generator was on (B)(6) 2006. Follow-up with the original surgeon showed that the patient's initial implant surgery took place on (B)(6) 2006. Post-operatively, the patient was more active than most patients are after surgery, and there was slight migration of the tie-down. The tie-down had migrated laterally/rotated and was pressing against the patient¿s skin. The surgeon performed a repositioning surgery on (B)(6) 2006 and adjust this. The generator was moved more laterally, but no devices were explanted/replaced.